Event description:
It was reported that the device had a crack in downstream occlusion seal and faulty hardware. There was no reported patient involvement

Manufacturer narrative:
B3: date of event is unknown. H3: one device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was a faulty downstream occlusion (dso) seal, as there was a crack in the dso seal. The dso seal will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.